Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and capsular contracture received on (B)(6)2022, with lot number 2898678. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed inside device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. Device has been explanted and replaced.